Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the shaft broken, the advancer bent, the tissue stop missing, one jaw leg broken and missing and one jaw/cam ramp disengaged. A possible cause for the damage shaft may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. Possible causes for jaw/ramp disengagement may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A possible cause for the bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. The bent advancer pushed forward the tissue stop pocket edge causing that it lose its position and jamming the firing mechanism. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the corrosion was found in the internal components and the jaw was found that it was broken at bifurcation. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: please provide the lot number of the device? The outside box of the product is destroyed so not able to find the lot no. Does the device have ethicon endo surgery etched on shaft? Ethicon endosurgery is etched on shaft. Was the clip fully advanced into the jaws prior to firing? The clip was fully advanced into the jaws. Was there any torquing or twisting of the device present at the time of firing? No torque or twisting of the device. Was any unexpected resistance felt while firing the trigger? Unk. Were any unexpected noises heard? If so, when? No unexpected noise or incident.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on ligating the cystic artery the jaw broke on the fifth clip firing. Unknown how case was completed. There were no adverse consequences for the patient.